Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 they were contacted by a patient who was unable to located their sensor wire on (B)(6) 2014. The international distributor reported on behalf of the patient that no medical intervention was necessary.